Manufacturer narrative:
The returned sample was found to have a large segment of the device that was surgically excised prior to being returned. The excised segment included a section of the polypropylene, eptfe, and the internal monofilament pet ring components. Our evaluation of the section of the mesh that was returned found that there was host tissue present, with evidence of prolene suture fixation on the polypropylene mesh surface of the device. No evidence of tissue in-growth was observed on or into the eptfe surface of the device. Gross observation suggest no evidence of bowel associate with the device under evaluation. No operative reports were available for review during the evaluation. A DHR review for the end item, and the four associated sub-assembly lots was performed. No non-conformances associated to the reported failure mode were found during the DHR review. A complaint history review was performed for this product. The review revealed that there have been no other complaints received regarding in-growth into the eptfe side during the last three years. Davol is continuing to investigate this complaint and requesting information including medical records. Davol will provide updated information when it becomes available.

Event description:
It was reported that two composix meshes, measuring 13, 8 x 17, 8 cm, identical lot number, were implanted in 2007. One mesh was implanted laterally on the left side, the other one laterally on the right side. For fixation, 2, 0 prolene suture material was used. The size of the abdominal gap was not specified. According to the hospitals information, sufficient overlap was assured. A primary hernia was treated. On five days later, one of the two meshes were explanted. The small intestines had severely grown into the eptfe covered side of the mesh. A lot of the small intestines had to be removed. The patient was already in a bad general state of health and died within a few hours after the complex laparotomy.